Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time.should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update apr 19, 2017: medical records received. After review of the medical records for MDR reportability, it was stated that the patient was experiencing osteolysis and tissue fibrosis. The data was collected during the revision on (B)(6) 2009 (prior surgery). This complaint was updated on apr 26, 2017.

Event description:
Update may 05, 2017: legal medical records received. Pfs alleges pain constant with stiffness, numbness and weakness. After review of medical records for MDR reportability, it was found on the operative notes that there was a significant heterotopic ossification. There is no laboratory values provided. This complaint was updated on: may 17, 2017.

Event description:
Update jun 06, 2017: supplemental information received. After review of supplemental information there is no new information added that changes the existing MDR decision. Laboratory findings indicates fractured femoral head components. There is no gross evidence of dislocation. This complaint was updated on: jun 12, 2017.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Jun 27, 2017: medical records received. After review of medical records, there is no new information added that changes the MDR reportability. Added laboratiory findings.this complaint was updated on: jun 30, 2017.

Event description:
Litigation alleges the patient suffers from pain.

Manufacturer narrative:
Corrected: (expiration date). Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history lot: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.